Manufacturer narrative:
A2 age at time of event and date of birth, corrected data: supplemental report #01 inadvertently did not update the patient age/dob information. A3 sex, corrected data: supplemental report #01 inadvertently did not update the patient sex.. H2 if follow-up, what type, corrected data: supplemental report #01 inadvertently did not have "correction" selected.

Manufacturer narrative:
D4 serial #, corrected data: initial report inadvertently listed the serial number as 104080 and not (B)(6).

Event description:
Information was received indicating that the suspect device was replaced due to prophylactic replacement with no suspected premature end of life. It was clarified that the concern regarding premature end of life was based on the observation from the commercial/clinical trial team as the approval date of the m1000 generator was relatively close to the generator replacement date. There is no evidence received to date to confirm premature depletion, and there was no report or allegation from the field against the device. Therefore, it can be concluded that the root cause of the premature battery depletion is event reported but confirmed invalid.

Event description:
It was reported that the patient's generator was explanted due to battery depletion approximately 1-2 years after implant, which the site believes may be premature depletion. The explanted device has not been received by the manufacturer to date. Attempts for additional information have been made; no additional relevant information has been received to date.